Event description:
This spontaneous report of a non-serious, unlabeled event is being submitted as a 10-day report. A nurse reported that a female pt rec'd injections of restylane into the vermillion border in 2007. "Triple caine" was applied as an anesthetic pre-procedure. Add'l procedures performed at the time of restylane treatment included botox (botulinum toxin type a) injections into the perioral area. Concurrent medical conditions included possible allergy to lidocaine. The pt was not taking concomitant medications. Prior to the event date, approx 10 mins post-procedure, the pt felt faint (dizziness), became "breathless" (dyspnea), and lost consciousness (loss of consciousness) for 3 mins. Emergency medical services were dispatched, and the pt was treated with oxygen. The pt refused eval at a hosp, and she left the treatment facility alert. The lot number and exp date were reported as 7949-1 and 3/2009, respectively.

Manufacturer narrative:
Add'l PMA/510(k) #p040024.